Manufacturer narrative:
Corrected field: d8 was inadvertently selected. It should be blank. The subject device is expected to be returned to olympus for further evaluation and testing. The investigation is in process. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
The customer reported to olympus, the camera head had loose contact, resulting in an image error during transmission. The issue was found during a procedure. The details surrounding the procedure are unclear but additional information has been requested and will be provided as it is made available. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and the device evaluation. Correction to d8, d9 and h3. Information added to the fields: h4, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. The device was returned to olympus for evaluation, and the customer's complaint was not confirmed. Based on the results of the investigation, the root cause of the failure was not identified. Olympus will continue to monitor field performance for this device.